Manufacturer narrative:
The case description states that there is a hump in the back portion of where the battery is. The charging cable and adapter were not returned with the controller. Inspection of the exterior of the device did not show any damages or swelling in the back cover. The device initially did not turn on and was plugged in to allow to be charged. The controller charged fully to 100% and was found to not get hot while charging. Inspection of the log files indicates that the controller battery temperature remained within operating range during use except one 5-minute period where the temperature peaked at 40.7 degrees celsius before lowering back down. The tamper seal on the interior back cover was observed to still be intact. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs (printed circuit board) were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The battery was inspected and was found to not be swollen. As a result, it can be determined that the increase in battery temperature did not contribute to the reported event. The controller was found to still be able to operate as expected during the investigation. No problem was found regarding the physical damage and swollen battery complaint. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported removing the protective covering from their omnipod 5 pdm (personal diabetes manager) and found the battery compartment was bulging and the battery was swollen. No impact to the patient's blood glucose levels was reported. The patient did not require medical treatment for the reported battery event. If additional information is received, a supplemental report will be submitted.